Manufacturer narrative:
Exact date unknown, event occurred about two months ago.

Event description:
It was reported that the patient was complaining of pain at the ipg site. The patient underwent a repositioning procedure wherein the ipg was moved to a new site. The patient was doing well postoperatively.